Event description:
Caller reports back to back comparisons to the lab with results of hi (>600 mg/dl) on the meter and 136 mg/dl at the lab while using the inform system. Caller reports pt was not treated based on the results. Caller reports l1 and l2 quality controls were run and in range. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.